Event description:
The customer reported her blood glucose reached 27.0 mmol/l (486 mg/dl) less than 24 hours after the pod was activated.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be damaged cannula. The damage appeared to have occurred during the mfg process. Qualification records were reviewed and the product lot met all acceptance criteria.